Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up button was slow in response and torn for past few weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn at the up arrow button. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared discolored. Additionally, a time and date reset was observed in the pump history following a pump reboot. Investigation revealed that the internal clock battery on the printed circuit board had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.